Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation of the submitted instrument has shown that a tip is broken off. We cannot exactly identify the cause, which was leading to this circumstance. However, we can only assume that the damage is caused by excessive forces during use. Since this is a borrowed instrument, we believe that the damage is caused by the heavy use. No product fault was found. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on an unknown date, the tip of the prodisc-c vertebral distractor instrument broke off on the distal end. No additional information is available. This is report 1 of 1 for (B)(4).